Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs) and spinal pain. It was reported that the patient's device wasn't working. The hcp didn't have any further details but that the patient's records indicated the device "hasn't worked properly". No symptoms or further complications reported.